Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was not returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. A review of the device history record(s) showed that there are no relevant issues during the manufacture of this product which would contribute to this complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the battery reamer/drill device was overheating. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. It was reported that after cleaning and drying the device an off-field test was performed with one or two taps on the rotation drive of the device and the equipment overheated again without being used. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.